Event description:
This lead was implanted on (B)(6) 2009 and remains implanted at this time. It was noted that patient received inappropriate shocks. Upon looking at egm's it was clear that there was noise evident on the rv lead and being marked as vf event. The episodes were clearly caused by noise on rv lead that causes inappropriate shocks. The physician arranged to have the patient transferred to mater private hospital for lead extraction. The physician is unknown. The hospital was (B)(6) this report reflects information received by FDA in the form of a notification per 803.22 (b)(2)